Manufacturer narrative:
.

Event description:
It was reported during a routine clinic visit, the atrial lead exhibited high impedance and unacceptable threshold. The patient was not symptomatic and no further action was taken. The patient would be monitored.